Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found dislodged as confirmed via chest x-ray. As result, the patient underwent a revision wherein the lead was explanted and a new lv lead was implanted. The dislodgement was attributed to the patient's anatomy. No additional adverse patient effects were reported.